Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sent a remote monitor and the wrong serial number was assigned to the patient so the report went into another patients profile. Because the patients profile received interrogations from another patients device, the patient was inappropriately treated for atrial fibrillation (af) which the patient does not have. The patient experienced inappropriate therapy. The manufacturer was notified and the patients were discontinued from the remote monitoring network and will be added back with the correct monitor serial number. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.